Manufacturer narrative:
Device power up properly after battery installation. Device was programmed with correct time and date and monitored. Device passed self test and displacement test. Device received with all buttons responding properly. No frozen screens or time anomalies were noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had frozen display. Customer's blood glucose value was 70 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated there was no completely dead no response from any button. Customer reports the time clock did not advance. Customer was not call back after installing a new battery, monitoring the insulin pump for two hours and frozen display recurred. Customer reports the screen was completely blank. Customer reports no alarms occurred during or after the time that the buttons were not responding. Customer states they change the battery, got a brand new battery and insulin pump dead and it was not giving insulin. Customer tried two different brand new batteries but, insulin pump buttons did not begin to work in less than five minutes without battery change. Advise customer to remove battery from the insulin pump, customer states insert battery alarm did not appear on insulin pump screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.